Event description:
The patient reported that he changed the infusion set tubing on 07/08/06. On the next day, he was camping and began to feel ill (extreme stomach distress). He tested his blood glucose and it was 483 mg/dl. He administered a bolus and an hour later his blood glucose was greater than 500 mg/dl. His wife took him to the hospital where he was placed on an IV drip and given antibiotics and insulin. The patient reported that on the following day, his blood glucose returned to normal. At that time, he states he noticed that the infusion set tubing was disconnected from the luer lock connection. He reported that he replaced the infusion set tubing and his blood glucose values remained normal (under 200 mg/dl). No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.